Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip cable. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, per third party processor, the fenestrated bipolar forceps instrument was broken.